Event description:
It was reported that while using the external pulse generator (epg) on a patient, the pause key was depressed for approximately 4 seconds and then released. After releasing the key, the pace/sense light-emitting diode (led) did not flash, and there was no pacing. The battery was replaced and the same situation occurred. The doctor went to change modes to (ddd), when all of a sudden the pacing began again. The rate was set to 90 beats per minute (bpm) and the output was set to 10 ma. Technical support (ts) stated that if the pause key was used and not released, pacing should automatically come back after 10 seconds, per the technical manual. If pacing did not return or the pace/sense led did not illuminate, there was potentially a short or deformation to the key. The device was replaced and there were no patient complications. Ts recommended that the device have the calibration verified at minimum once per year. The caller will have the device tested. The status of the epg is unknown.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).